Event description:
It was reported that pump issued cartridge alarms, including tandem mobi cartridge alarm and confirmed cartridge alarm 30, and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed pump warranty and shipping details, provided instructions for storage mode and pump return within ten days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.